Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported prior to use of bd vacutainer® sst¿, 8 tubes contained gel air bubbles and an unspecified number of tubes had an additive abnormality. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-sep-2025. Investigation summary: bd received 10 samples and 2 photos for investigation. The returned samples underwent visual inspection for additive abnormality, with all samples passing this test. However, all samples failed the visual inspection for gel air bubbles. One of the customer photos shows a tube with air bubbles inside its separation gel, and another photo displays a tube with a normal additive spray pattern. No retained samples were tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel air bubbles and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported prior to use of bd vacutainer® sst¿, 8 tubes contained gel air bubbles and an unspecified number of tubes had an additive abnormality. There was no health impact or consequences reported.